Event description:
It was reported that the patient had a backup battery fault alarm that did not resolve with self-test, reseating, or backup battery (bb) exchange. The bb fault spontaneously resolved between patient page and nurse visit. The primary system controller was exchanged. Log files were submitted for review, and the event log file displayed multiple intermittent strings of bb fault alarms beginning 21jan2024 1:42 am through 1:54 pm as mentioned. The bb fault alarms appeared to have resolved 21jan2024 1:54 pm - 22jan2024 2:06 pm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. The provided log file as well as a log file extracted from the returned system controller (serial number hsc-(B)(6) collectively contained data spanning approximately 3 days (B)(6) 2024 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. A few backup battery fault alarms correlating to load test conditions were intermittently observed to activate and clear on (B)(6) 2024. At these times, the unloaded voltage of the battery was under the acceptable voltage threshold, triggering the alarms, and the final alarm cleared on (B)(6) 2024. The returned system controller was functionally tested and was found to perform as intended. Multiple self-tests (which triggered multiple load tests) were successfully performed on the system controller after the battery had been fully charged and after extended testing of the controller and battery had been performed, and atypical alarms were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective action preventative action investigation was initiated in order to further investigate this issue. Review of the device history record for the system controller, serial number hsc-(B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 instructions for use (rev. C, section 4 ¿system monitor¿) instructs users to contact abbott if they have any questions regarding log files or understanding log file information. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.